Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the message indicating the system wasn't connected and replaced the common computer controller (ccc) board on the robot to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board was analyzed and found to be completely unresponsive and unable to function (bricked). The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated the tower is saying robot not connected message. Prior to calling user has power cycled system and checked blue fiber cables with no change. Current logs available has no related errors. Tse walked caller through power off of system and system powered back on its own. Tse walked caller to emergency power off (epo) patient side cart (psc) and system did error. Tse walked caller through power off of system at tower and system did go into sleep mode. Tse walked caller to power on system and message of robot not connected to tower repopulated. Tse offered a hard power cycle of the system and to reseat blue fiber cables and caller opted to convert to one of their xi systems that was available. The procedure was converted to another dv system.